Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection noted that the flush line luer was mostly torn out of place, which made flow impossible to reach the distal tip. Irrigation was tested by pumping saline through the catheter. Insufficient fluid reached the tip due to the tear in the luer. The device was leak tested and a gross leak was identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During an ablation procedure a intellanav stablepoint open-irrigated catheter was selected for use. It was reported that the irrigation port was damaged during the procedure and sufficient irrigation flow could not be maintained. An error for high temperature was also observed, which halted the procedure. The catheter was exchanged then the procedure resumed with no additional errors. No patient complications were reported.

Event description:
During an ablation procedure a intellanav stablepoint open-irrigated catheter was selected for use. It was reported that the irrigation port was damaged during the procedure and sufficient irrigation flow could not be maintained. An error for high temperature was also observed, which halted the procedure. The catheter was exchanged then the procedure resumed with no additional errors. No patient complications were reported.